Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated which was verified through fluoroscopy. The lead was pulled back into right ventricle and then the patient was monitored. The physician then performed lead revision on mid septum. This rv lead remains in service. No additional adverse patient effects were reported.